Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified in the event history review. The iipv occurred on (B)(6) 2008 during drain cycle 1. The drain volume was 15,385ml. The programmed fill volume was 2000ml. According to the nurse she initially reported that the device was stuck in the drain cycle and the homechoice device display read a drain volume of 15385ml, however, the patient was in fact not connected to the cycler at the time of this event and that the cycler was not even progressing into therapy. The homechoice was stuck in the drain phase and displayed a false drain amount. The nurse stated that the device had malfunctioned as it did not perform therapy and didn't alarm, however, showed a false drain amount. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) performed a device event history review (ehr), service history review (shr), and device history record reviews (dhrs). The ehr revealed that during drain 1 the patient drained the delivered fill volume of 2001ml plus an additional 13,384ml, resulting in a total drain volume for cycle 1 of 15,385ml. The ehr confirmed the malfunction of the device being stuck in drain 1 all night and revealed an additional malfunction of an iipv of fluid. The drain volume recorded by the event log for cycle 1 of 15,385ml meets the criteria of iipv. It is unknown if the reported malfunction of the device being stuck in drain 1 and the additional difficulty of an iipv are related. Review of the device shr revealed no service related events that could have caused or contributed to the reported malfunction of the iipv. A DHR review was performed for (B)(6) 2008 (prior to the reported incident) and for (B)(6) 2009 (after the reported incident) with no manufacturing-related issues identified that may have contributed to the iipv. The assignable cause of the iipv identified via ehr was undetermined. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.